Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Event date was entered as the date of publication 01aug2024, since the date of data collection was not provided. Mclean, j., baumwol, j., shah, a., silbert, b., hayes, h., & della-bosca, f. (2024). Survival in end-stage hf patients ineligible for cardiac transplant can exceed 10 years with lvad ¿destination therapy.¿ heart lung and circulation, 33, s287. Https://doi.org/10.1016/j.hlc.2024.06.350. Reporter contact information was not available. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Event summary: it was reported through the research article, "survival in end-stage hf patients ineligible for cardiac transplant can exceed 10 years with lvad 'destination therapy'" that destination therapy (dt) patients with a left ventricular assist device (lvad) achieved high rates of survival and quality of life when compared to patients without an lvad. There were 9 patients examined with varying devices, the heartmate ii, heartmate 3, and heartware lvads. The median age at implant was 71 years. Of the 9 patients selected, 5 had non-ischemic cardiomyopathy with a mean left ventricular (lv) ejection fraction of 16%. Of the 9 total patients there were 4 who had severe right ventricular dysfunction as classified by echocardiogram criteria. The median gfr was 40 ml/min/1.73m2. The median stay in the intensive care unit (ICU) was 2 days with 24 days spent in the hospital overall. Survival rates were 100% at 5 years, 88% at 7 years, and 4 patients lived beyond 10 years with the lvad in-situ. There were 5 patients that required admission due to an lvad-related infection, 6 patients due to gastro-intestinal bleeding, and 2 patients due to stroke. The patients were cared for through frequent clinical reviews, close anticoagulation management, and participation in long-term exercise program.